Event description:
All further attempts to the reporter for additional information regarding the patient's seizures have been unsuccessful to date.

Event description:
Reporter indicated via clinic notes received to the manufacturer that a vns patient was hospitalized for seizures in (B)(6) 2011. As the patient was hospitalized, it is assumed the seizures were increased or worsened. The patient's vns was unable to be interrogated at the previous office visit on (B)(6) 2011, and is presumed to be at end of service. Manufacturer review of available patient vns programming history revealed the vns was at eos = yes on (B)(6) 2010, indicating end of service was imminent at that time. A battery life estimate performed yielded -3.43 years remaining, indicating generator end of service is likely. Attempts for further information are in progress.